Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: broken shell, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: observed 40 mm dark patch edge material inside gel device, creases fold, wear abrasion and sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bilateral ruptures and bilateral exchange from textured to smooth implants due to the patients concerns with the product."

Event description:
Healthcare professional reported right side rupture and "exchange from textured to smooth implants due to the patients concerns with the product". Device remains implanted.